Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "ec 322" was reproduced after loading a set and closing the door. A review of the event history log (ehl) revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the lower link switch inoperable. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred before use in the surgery department. There was no patient involvement. No additional information is available.